Event description:
It was reported by service report that the power cord had a slice on the outer sheathing, and the motion interrupt pan was broken on the right head-end. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged power cord outer sheathing. Broken motion interrupt pan.